Manufacturer narrative:
The pump was received with a pump error alarm during rewind due to a corroded motor home switch. Unable to confirm pump error or perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 38 alarm. No moisture on the electronic or keypad assembly noted.

Event description:
The customer reported via phone call that the insulin pump had drive count error. Customer's blood glucose level was unknown. Customer did the self-test and passed successfully. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.